Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Lead trend data was reviewed and showed the alert was due to fusion and the atrial output automatically adjusted to 5.0v. Review of a stored right ventricular automatic threshold (rvat) data identified oversensing of noise was observed. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.